Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that some possible artifact or noise noted on atrial electrogram (egm). The ra lead remains in use. It was also reported that a previous right atrial (ra) lead was capped and replaced. No patient complications have been reported as a result of this event.